Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 30, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A nurse reported experiencing poor vacuum and the unit was making a strange sound while using the vitrectomy cutter during a procedure. The system and consumable were exchanged to complete the case. There was no harm to the patient. Additional information has been requested.